Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the touch screen is not working. There was no patient involvement.

Manufacturer narrative:
The bench service engineer replaced the user interface assembly to address the reported issue. Failure analysis on the returned user interface assembly shows that the user interface assembly was tested and no failures were identified.